Manufacturer narrative:
The impella pump was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported a patient was implanted with an impella rp flex for mechanical circulatory support. The complainant reported that the impella rp flex had high purge pressure in the operating room. Purge blocked post manipulation of the heart. No kinks were found. Therefore, the impella rp flex was removed and a new impella rp flex was implanted. The patients outcome was noted to be stable.

Manufacturer narrative:
High purge pressure: the returned pump was severed at the catheter and only the cannula was returned. Biomaterial was observed by the impeller and purge gap. Reproduction testing was unable to be performed. No data logs were returned for analysis. Clinical mention onset of high purge pressure and purge blocked coincided with manipulation of the heart. The root cause of the high purge pressure was not determined as no logs were returned for analysis and insufficient product was returned for analysis. Thrombus: thrombus can be observed in the body or on the pump upon explant. When making a determination as to the cause of the thrombus, the following clinical information must be considered: patient's medical history, including any previous thrombotic events or conditions description of the location and characteristics of the thrombus (e.g., size, shape, consistency). Relevant laboratory test results, such as coagulation profiles and platelet counts imaging studies, including ultrasound, CT scans, or angiography, to assess the extent and location of the thrombus. Any underlying medical conditions or risk factors that may contribute to thrombus formation (e.g., atrial fibrillation, hypercoagulable states). Medications or treatments that the patient was receiving at the time of thrombus formation. Surgical or procedural details if applicable (e.g, cardiac catheterization). Any symptoms or clinical manifestations associated with the thrombus (e.g., pain, swelling, ischemic events). Presence of any other indwelling cannulae, lines, or devices such as ECMO, dialysis catheters, swan gantz catheters, central lines, etc. Response to any previous anticoagulation or thrombolytic therapies, if applicable. With a returned impella, the device could be inspected for any burrs or rough edges that may promote thrombus growth. To determine the true root cause of the thrombus, the clinical information mentioned above would need to be assessed in conjunction with evidence from the returned device. As the necessary information was not provided, the root cause of the thrombus was not determined.